Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being on a sugar drip during surgery, which caused customer to wake up from surgery with blood glucose of 400 mg/dl. Customer declined troubleshooting for high blood glucose.